Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced an episode of ventricular tachycardia and fibrillation for which the device did not successfully convert the arrhythmia. It was also reported that the patient became syncopal at that time. X-rays were obtained that showed the device was not in an ideal position despite good sensing and diagnostic measurements. Review of stored electrograms (egms) found the device was successful in cardioverting the patient with several of the shocks, but as their rhythm deteriorated into ventricular fibrillation, shocks were no longer successful. Boston scientific technical services (ts) provided suggestions for additional system review. The device was programmed off and the patient hospitalized pending further action. Additional information was later received indicating the patient was transferred to another facility subsequent to the development of a brain hemorrhage determined to be related to anticoagulation therapy. It was further noted the patient was on a medication that was later determined to have a pro-arrhythmic effect that may have contributed to the earlier non-conversion; the medication was later discontinued. Once resolved, an x-ray of the patient's system was performed that showed it remained in an appropriate position. Induction testing was then performed which demonstrated successful conversion on the first attempt. No additional adverse patient effects were reported. This system remains in service.